Event description:
It was reported that the caller stated there was fluid delivery line (fdl) open alert. Per ttm report arctic sun device sent to biomed because it had no flow. Biomed trying to do functional check and follow up on information from earlier call with nursing team.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated there was fluid delivery line (fdl) open alert. Per ttm report arctic sun device sent to biomed because it had no flow. Biomed trying to do functional check and follow up on information from earlier call with nursing team.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be duplicated per biomed evaluation. Per additional information received, based on notes in smax planned actions (track wise). Troubleshot with biomed, had them run the device in manual mode in bypass, they got flow rate (fr) 1.5lpm, inlet pressure (ip) -6.9, circulation pump command (cpc) 40% , then connected a shunt line and got 3.6lpm, inlet pressure (ip) was -7.0 and 86% for circulation pump command (cpc), the reported issue couldn't be duplicated, they completed the rest of the functional check heat/cool and return it to the floor. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated there was fluid delivery line (fdl) open alert. Per ttm report arctic sun device sent to biomed because it had no flow. Biomed trying to do functional check and follow up on information from earlier call with nursing team. Per follow up information received via task on 01apr2025, based on notes in smax planned actions (track wise). Troubleshot with biomed, had them run the device in manual mode in bypass, they got flow rate (fr) 1.5lpm, inlet pressure (ip) -6.9, circulation pump command (cpc) 40% , then connected a shunt line and got 3.6lpm, inlet pressure (ip) was -7.0 and 86% for circulation pump command (cpc), the reported issue couldn't be duplicated, they completed the rest of the functional check heat/cool and return it to the floor.